Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('she said if I choose to have a hysterectomy and my symptoms resolve/ I got them out') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure inserted. In (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). In 2017, the patient underwent oophorectomy bilateral ("removed my ovaries"). On an unknown date, the patient experienced breast swelling ("swollen boobs"), emotional disorder ("emotional"), premenstrual syndrome ("pms"), loss of libido ("sex took some time/my sex drive wa non-existent for the last couple of years"), dysmenorrhoea ("painful periods"), endometriosis ("endometriosis"), ovarian cyst ("painful cysts on my right ovary, painful cyst"), migraine ("migraines"), lip swelling ("lips swelled"), allergy to animal ("apparently allergic to chickens"), pelvic pain ("pain"), constipation ("constipation"), abdominal pain ("severe right side abdominal pain"), polyarthritis ("arthritis in neck, shoulder, hip and knee"), feeling abnormal ("brain fog"), pain in extremity ("burning pain and weakness in legs") and muscular weakness ("burning pain and weakness in legs"), underwent cervicectomy ("cervix removed") and salpingectomy ("fallopian tubes removed") and was found to have weight decreased ("lost a few pounds unexpectedly"). The patient was treated with fentanyl, hormone replacement medication and surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, breast swelling, emotional disorder, premenstrual syndrome, cervicectomy, oophorectomy bilateral, dysmenorrhoea, endometriosis, ovarian cyst, migraine, lip swelling, weight decreased, pelvic pain, constipation, abdominal pain, polyarthritis, feeling abnormal and muscular weakness outcome was unknown and the loss of libido and allergy to animal had resolved. The reporter considered abdominal pain, allergy to animal, breast swelling, cervicectomy, constipation, dysmenorrhoea, emotional disorder, endometriosis, feeling abnormal, lip swelling, loss of libido, medical device removal, migraine, muscular weakness, oophorectomy bilateral, ovarian cyst, pain in extremity, pelvic pain, polyarthritis, premenstrual syndrome, salpingectomy and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on an unknown date: no result. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, emotional disorder and breast swelling. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media was received. Reporter information was updated. New events: tubes and cervixes removed, removed my ovaries, sex took some time, endometriosis, painful periods, painful cysts on my right ovary, lips swelled, apparently allergic to chickens, lost a few pounds unexpectedly were added. Explanted date of device was added. Lab data was added. On 23-mar-2020: social media comment received. New event " pelvic pain", treatment drug" fentanyl" and new reporter added. On 23-mar-2020: social media received. Reporter added. Event constipation, severe right side abdominal pain, arthritis in neck shoulder hip and knee, brain fog, burning pain and weakness in legs added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('she said if I choose to have a hysterectomy and my symptoms resolve/ I got them out') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced breast swelling ("swollen boobs"), emotional disorder ("emotional") and premenstrual syndrome ("pms"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, breast swelling, emotional disorder and premenstrual syndrome outcome was unknown. The reporter considered breast swelling, emotional disorder, medical device removal and premenstrual syndrome to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, emotional disorder and breast swelling. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: new events (emotional disorder, pms and breast swelling) and new reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('she said if I choose to have a hysterectomy and my symptoms resolve/ I got them out') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet: event adverse event pt was updated to medical device removal, reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.